Event description:
It was reported the insulin pump had unresponsive buttons. The customer stated that it seemed that the insulin pump was frozen. The customer's blood glucose was 100 mg/dl. The customer stated that they had reverted to a backup plan. The discontinuation of the device was advised. Later, the customer called back and stated that their blood glucose was rising because they were on manual injections and they wanted to use the insulin pump every two hours in order to deliver boluses. The customer stated that the buttons were now working. The customer was advised against doing so. They were advised that it the buttons were sticking and not working, then, at night this might cause issues. The customer stated that they would remain on manual injections and wait for the replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to the keypad trace. The device had a minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube. (B)(4)